Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5. It was reported that the thread of the setscrew came off when the set screw was applied to the rod. The screw was removed and replaced with a new setscrew. No patient complications were reported.